Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that the bd safe-clip are not clipping. The following information was provided by the initial reporter: consumer reported, product is not clipping needles.

Event description:
It was reported that the bd safe-clip are not clipping. The following information was provided by the initial reporter: consumer reported, product is not clipping needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary investigation summary: customer returned a safeclip from lot 9183033. Visual inspection of the safeclip found signs of use in the form of wear to the needle cutter in addition to fragments of other needles. Inserting a test pen needle was not possible due to the volume of material inside the safeclip port. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the safeclip being unable to cut pen needles. The most likely root cause of the safeclip being unable to cut pen needles is significant wear and usage over time. H3 other text : see h10.